Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the screen went black and nothing was able to be displayed. The device was removed from the patient and another similar device was used to complete the procedure. No patient complications were reported due to this event. During analysis of the opticross imaging catheter, it was discovered that the imaging window was detached.

Manufacturer narrative:
The returned product consisted of the opticross hd imaging catheter. During the impedance analysis, it was observed that the device has an electrical open at proximal wave form. X-ray analysis confirmed that the electrical failure was caused due to a breakage of the coaxial cable. The reported complaint is confirmed, since the breakage of the coaxial cable indicates that there is no longer a connection between the system and the transducer. Additionally, it was observed that the imaging widow was detached in the lap joint section, it's important to mention that the imaging window was not returned for analysis. The difference in elastic properties of the material causes that during the telescoping action, the drive cable elongates further than what the coax cable is capable of, if a certain threshold is exceeded, the coaxial cable would break, and the device is not going to be able to display an image. Failures related to this issue are traced to design characteristics of the device. Regarding to imaging window detach, partial or complete detachments are prone to occur near the lap joint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the forces in this section are not evenly distributed and are mainly focused over the least rigid material. The detached sections showed evidence of a separation due to a bending action, this is often encountered during advancement of the device, since this causes a compression that if not aligned with the axis, lead the material to bend. It was confirmed that during the manufacturing process, the lap joint section is visually inspected in order to dispose any unit with a damaged imaging window, it is most probable that the material was compromised during usage of the device. Since the DHR review confirmed that the device met all manufacturing specifications, the assigned cause for the encountered detachment is adverse event related to procedure. All compiled information on this investigation determines that the most probable cause is: cause traced to device design.